Manufacturer narrative:
The received device had the cannula assembly deployed. The formed needle was found to be exposed at the exposed portion of the soft cannula. The formed needle was not seated properly within the slide retract causing a failure of the needle mechanism to retract the formed needle. Damage was found to the slide retract to indicate that the hard cannula was improperly installed. A leak test found that fluid flowed through the fluid path with no signs of struggle or leakage. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Event description:
It was reported that the patient's blood glucose levels reached 270 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Patient stated that the needle did not retract fully from the cannula.